Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was over delivering and and had low blood glucose level. Customer blood glucose level at time of incident was 56 mg/dl. The customer alleged insulin pump was over delivering because it happened suddenly. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event. Customer stated that the auto mode feature was not active at the time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis